Event description:
The article, "5-year haemodynamic performance of three aortic bioprostheses. A randomized clinical trial", was reviewed. This research article is a prospective single-center experience to evaluate the hemodynamic performances of third-generation supra-annular aortic valve bioprostheses. The devices included in this study were magna ease, crown prt, and trifecta. The article concluded that the cp magna ease showed the best hemodynamic performance at the five-year follow-up. The trifecta and the crown prt prostheses were independent risk factors for early svd. [The primary and corresponding author was lourdes montero, department of cardiovascular surgery, clinico san carlos hospital, madrid, spain, with corresponding e-mail: l.monterocr@gmail.com.] This study included patients undergoing aortic valve repair (avr) who were candidates for an aortic bioprosthesis from 01 january 2014 to 31 december 2017. A total of 154 patients were included, of which 35.7% (55) received an abbott device. The average age was 76.5 years. The majority gender was male. Comorbidities included arterial hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, chronic kidney disease, severe aortic stenosis, severe aortic regurgitation, and prior major cerebral vascular disease and myocardial infarction.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information literature attachment: 5-year haemodynamic performance of three aortic bioprostheses. A randomized clinical trial. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.